Event description:
In this case, it was reported that the patient had re-operation for a valve-in-valve procedure after an implant duration of approximately 14 years due to aortic regurgitation. The surgeon noted that this was predicted since the valve was implanted for 14 years. No other details provided.

Manufacturer narrative:
Device remains implanted in patient; evaluation not possible. Unfortunately, the device remains implanted in the patient; therefore, edwards could not assess this valve to confirm the root cause of this event. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mr, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. In this case, the surgeon noted that the regurgitation was predicted since the valve had been implanted for 14 years. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability.